Event description:
The patient reported that their blood glucose levels reached 22 mmol/l (396 mg/dl) while wearing the pod between 1 and 4 hours. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The pod was received fully deployed. Inspection of the cannula subassembly found the formed needle to be inadequate. The observed inadequate formed needle can be confirmed as the cause of the reported infusion site pain during insertion. During fluid path testing, a leak was observed in the fluid path due to the tear in the exposed portion of the soft cannula. The timing and cause of the damaged cannula is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type: please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.